Manufacturer narrative:
The customer report of a leaking at the insertion site where the tubing meets the needleless connector was not confirmed. Functional testing was performed by attaching the received smartsite to the female luer of the extension set. A lab syringe was filled with blue dye water and attached to the set to prime via flush. A flush was performed from every port on the received set. The set primed successfully with no leaks occurring between the smartsite connector and extension set. The set was pressure tested while submerged underwater up to 30 psi. No air bubbles were observed leaking from the valve. The direction of the pressure was reversed by attaching the pressure source to the male lure end of the valve up to 30psi and the test was repeated with no leaking observed from the valve. The root cause could not be determined.

Event description:
It was reported that the needleless connector leaked at the insertion site where the tubing meets the needleless connector. The product in use contained two needleless connectors, one at the t, the other at the end of the tubing. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the needleless connector leaked at the insertion site where the tubing meets the needleless connector. The product in use contained two needleless connectors, one at the t, the other at the end of the tubing. No patient harm was reported.